Event description:
Forty-seven-year-old had first breast implants placed in 1970, and has had many replacements. Last replacement was 5/24/91 where saline implants were placed. 1/95 pt noted deflation of right implant. On 1/28/95, this deflated implant was removed and another saline implant was placed. Brand of saline implant which was deflated is unknown; implant was not placed at this hospital. Implant was released to surgeon.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.